Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and stuck on a black screen. Attempts to unplug and plug it back in and power on the machine had not worked. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the half-height drawer 2.2 failed. A field service engineer (fse) found drawer controller board failed and it was replaced. Then, the fse checked the module board, which had not powered on, and the position sensor was bad. Then, the fse replaced the module board and the position sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.